Event description:
It was reported that deuring a laparoscopic supracervical hysterectomy procedure, the device failed. There was no patient consequence. The case was completed with another device of the same product code.